Event description:
The patient exchanged the controller due to a pump stoppage event. The site reported suspected short to shield. The patient was placed on a ungrounded cable. No further information was reported. The controller exchange is covered under MFR number:2916596-2020-01162.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was seen in clinic on (B)(6) 2020. Log file analysis noted pump stoppage events and low speed advisories occuring while the patient was supported by mobile power unit. The patient was sent home on a ungrounded patient cable. X-ray images were reported to be unremarkable. The site communicated concern for a short to shield. No further information was reported

Manufacturer narrative:
Section g3, h4: correction. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events and pump stops while the patient was supported by the mobile power unit. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The first submitted log file contains data from (B)(6) 2020 at 01:19am through (B)(6) 2020 at 11:24am. Brief low speed events were captured on (B)(6) 2020 at 09:35pm and (B)(6) 2020 at 09:04pm. More frequent low speed events, including pump stops, were captured on (B)(6) 2020 from 10:28am-10:29am and at 11:07am. These events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. These low speed events and pump stops only appeared to occur while the patient was supported by the mobile power unit. An additional pump stop was captured on (B)(6) 2020 at 10:31pm that appeared to be associated with the driveline being disconnected. A correlation between this event and the low speed events from (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020 could not be established. Additional pump stops were captured on (B)(6) 2020 between 11:20am-11:24am. These pump stops were also associated with driveline disconnect alarms and appear consistent with the center¿s report that the patient exchanged the controller on (B)(6) 2020. The second submitted log file appears to show the initialization of pump support from a new system controller, which is consistent with the center¿s report that the patient exchanged the controller on (B)(6) 2020. The file contains data through (B)(6) 2020 at 02:54pm. The pump speed remained above the low speed limit for the duration of the file after support was initialized. As an additional observation, one brief elevation in power of 8.5 w was observed on (B)(6) 2020 at 02:14pm. A specific cause for this finding could not be conclusively determined through this evaluation. No atypical alarms were captured for the duration of this file. System controller serial number (B)(6) was received on (B)(6) 2020 and investigated under MFR # 2916596-2020-01162. The system controller was functionally tested while connected to the laboratory equipment and the pump stoppages captured in the log file were not able to be reproduced. The investigation was unable to identify a correlation between the returned system controller and the atypical events captured in the log file. The center reported that a short-to-shield was suspected. The patient was given an ungrounded patient cable. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU and patient handbook address all system controller alarms (including driveline disconnected, low speed advisory, low speed hazard, and pump off alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. These documents state that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. Additionally, the IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.